Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that white sheath that covers implants is detached from the handle. Speek implants comes out of the meniscus once implanted. The complaint device was received and evaluated; visual inspection reveals that the white sleeve is not attached on the shaft and it was not returned. The two plates were not returned. The red trigger was tested, it worked as intended, no structural anomalies were found on the spring pusher. A manufacturing record evaluation was performed for the finished device 6l41320 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause for the white sleeve detachment can be attributed to procedural variables, such handling of the device or product interaction during procedure, the white sleeve may was detached at the moment of adjusting the sleeve for the needle depth. The root cause for the implants not seating in the meniscus can be attributed to the depth penetration of the tissue was not maintained, therefore, the plate did not fully trespass the meniscus and it was pulled out along with the device, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that the doctor refers to technical assistant device failure, white sheath that covers implants is detached from the handle. Speek implants comes out of the meniscus once implanted. Video: the product falls apart, the sheath comes out and the doctor cannot pass the second point. The complaint device is not being returned, therefore unavailable for a physical evaluation. However the customer provided 4 videos. On video 1, it was found that the device's red trigger is broken, therefore the second implant could not be triggered. On video 2, the arthroscopic image is showing a plate that was not successfully attached to the meniscus, however, it was not visible if the device's needle was fully inserted inside the meniscus. On video 3, the arthroscopic image is showing a plate that was not successfully attached to the meniscus, however, it was not visible if the device's needle was fully inserted inside the meniscus. On video 4, one device is showing the plastic sleeve separated from the shaft. A manufacturing record evaluation was performed for the finished device 6l41320 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the videos provided, this complaint can be confirmed. On video 1, the red trigger was found to be broken, however, the customer did not confirm whether this failure was found on all the four devices or just one. The root cause for a broken red trigger can be attributed to a portion of tissue that was entered inside the applier needle causing a mechanical obstruction of the first plate when it was going to be deployed; this obstruction and the force applied to the trigger are contributive factors for a broken trigger. In regards the failure of the plate that was not successfully attached to the meniscus, the root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the plate may not fully trespassed the meniscus or the red trigger was not squeezed to its fully position. As per IFU 113244, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. In regards the plastic sleeve separated from the shaft, we can relate this issue to procedural variables, such handling of the device or product interaction during procedure; the plastic sleeve is removable, therefore, when removing the device off the patient's knee, the plastic sleeve was separated, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction with meniscal repair procedure on (B)(6) 2021, it was observed that the white sheath that covered the implant detached from the handle on the truespan 24 degree peek device. It was further reported that the implant came out of the meniscus once implanted. Another like device was used to complete the procedure with a delay of 30 minutes. There were no adverse patient consequences reported. No additional information was provided.